Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was discovered that the right atrial (ra) lead was exhibiting noise resulting in p-wave amp variation and mode switch. The ra lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.